Manufacturer narrative:
Add'l info regarding product eval is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported a footswitch failure before beginning surgery. The pt had received retrobulbar anesthesia prior to the reported event. The system was switched out and the case was completed. There was a delay of 4 hours reported.